Manufacturer narrative:
B3: it was reported the event occurred (B)(6) 2023 / (B)(6) 2023 the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had increased upstream occlusion alarm frequency post-implementation of software update and alarmed air in line. This occurred in the 3d medical infusion center . There was no report of patient injury or medical intervention associated with this event. No additional information is available.